Event description:
Nurse found blood dripping out of the versasafe port. Blood has backed up from the patient's catheter. The pump was alarming for occlusion, but there was none. Tubing was changed out. There was no patient harm reported and medical intervention was not required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). The customer's report of a leak was confirmed. The leak is from a smartsite port, not from a versasafe port as initially reported. The customer's report of the set causing an occlusion alarm or any alarm was not confirmed.. Visual and microscopic examination of the returned set noted puncture marks on the smartsite port directly below the pumping segment. The set was further inspected for additional holes/tears and incomplete bonding engagement in the tubing. There were no other issues noted. During functional testing, leaking was observed at the noted punctures. No leaking was observed from anywhere else on the set. The primed set was loaded into a test pump module and the test pcu programmed at a rate of 125 ml/hr for one hour. Immediately, fluid was noted to be leaking from the noted punctures on the smartsite piston. No pump module alarms occurred during the infusion. The cause of the customer's report of a leak was identified as a damaged smartsite piston. The root cause of the damage to the smartsite piston was not identified; however, the damage is consistent with the use of either a needle or blunt cannula in the piston that results in a permanent hole in the piston material. The root cause of the customer's report of the set causing an occlusion alarm was not identified. A test infusion of the set noted no alarms occurred even though leaking was observed at the noted punctures.